Manufacturer narrative:
Evaluated one random opened/used partial enlite sensor and performed continuity resistance test; sensor passed per specifications. We also performed bicarbonate buffer test; sensor failed with low readings. We were unable to confirm blood at site complaint due to customer not returning insertion needle, sensor only.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 457 mg/dl at the time of the call. The customer treated their high blood glucose with their insulin pump. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.